Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had a missing part on the reservoir compartment. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed on the damage on the device. Customer then stated the device was missing segments and doesn't recall how the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to missing the retainer. The insulin pump had cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window. The insulin pump also was missing reservoir tube o-ring and serial number label.